Manufacturer narrative:
A returned product analysis indicated that the ipg (B)(4) was received in the cis lab with a cut m1 connector (B)(4) stuck in the left port of the header. The set screw was loose but the lead couldn't be pulled out. The set screw fits fine into the connector block. There are no anomalies with the set screw or connector block. X-ray inspection found that the lead was not fully inserted in the left port of the ipg. Contact #8 of m1 connector (B)(4) was crushed by the set screw. The stuck lead was removed from the left port of the ipg. Various test leads were inserted in both ports of the ipg header. Impedance readings were within normal range. The possibility that electrical leakage could cause unwanted stimulation was investigated. No discrepancies were identified. The ipg exhibits normal device characteristics after the removal of the stuck lead. Visual and x-ray inspection of m1 connector (B)(4) confirmed that the proximal end was not fully inserted into the ipg header. It resulted in having high impedances on contact #1 and 2. Visual inspection of m1 connector (B)(4) found a set screw mark between the retention sleeve and the adjacent spacer. This anomaly confirms that the proximal end was also not fully inserted into the ipg header. It resulted in having high impedance on contact #9. The root cause of the residual stimulation and the fractured cables right at the retention sleeve of m1 connector (B)(4) is unknown. The m1 connectors couldn't be tested with the ipg due to the cut lead bodies.

Event description:
A report was received that the patient was experiencing residual stimulation. The patient was reprogrammed multiple times without success. A bsn engineer met with the patient and discovered multiple contacts on the competitors lead had high impedances. The physician decided to explant the competitors paddle lead and implant a new one. During the procedure the physician discovered the setscrew on the ipg was loose and did not feel comfortable reusing it and explanted it. A new ipg and paddle lead were implanted and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-9004-55 (B)(4) model description:precision connector m1, 55 cm.

Event description:
A report was received that the patient was experiencing residual stimulation. The patient was reprogrammed multiple times without success. A bsn engineer met with the patient and discovered multiple contacts on the competitors lead had high impedances. The physician decided to explant the competitors paddle lead and implant a new one. During the procedure the physician discovered the setscrew on the ipg was loose and did not feel comfortable reusing it and explanted it. A new ipg and paddle lead were implanted and the patient is reportedly doing well.